Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Information received from a consumer implanted for post-laminectomy pain reported they had to charge their implantable neurostimulator (ins) more often. The consumer thought the battery could have been getting weak. This had been happening since the middle of the summer of 2015. The patient had tried increasing stimulation to combat some recent pain and it was reviewed that this could have been the reason that the ins battery was draining faster. It was also noted that the stimulator had been "lifesaver" for the consumer. Additional information received from the health care provider reported the consumer had an appointment for (B)(6) 2015 and that a manufacturer representative (rep) was to be present. Additional information received from the rep reported that another rep was to see the consumer be the consumer had rescheduled for (B)(6) 2015. No further diagnostics or outcome was available. The rep. Met with the patient on (B)(6) and stated it was determined the patient was due for battery replacement related to recharging taking longer and the battery dying sooner. The patient was scheduled for replacement on (B)(6).